Event description:
This female patient with a history of obesity, hypertension, hyperlipidemia, type-ii diabetes, and previous myocardial infarctions (mi) was admitted for coronary evaluation due to unstable angina. The patient was currently taking aspirin, plavix, statins, and beta-blockers. Upon admission, vital signs revealed systolic hypertension (190/69) and mild bradycardia (56 bpm). All pre-procedural lab values were within normal limits. Angiography revealed a 95%, 32mm, de novo, bifurcating irregular, eccentric, type c lesion in the proximal left anterior descending artery (lad). The vessel was 3.0mm in diameter and moderately tortuous with little to no calcification. There was no pre-existing thrombus and flow through the vessel was timi iii. Aspirin, plavix and heparin were administered. Clotting times were not measured during the procedure. The bifurcation of the lad and the first diagonal branch was double wired. The lesion was predilated with a 2.5 x 20mm balloon inflated to 18 atms. A 3.0 x 28mm cypher select plus stent was positioned within the lad lesion and was deployed to 18 atms with satisfactory results; however, following implantation, a dissection was noted. A 3.0 x13mm cypher select plus stent was positioned to cover the dissection in the lad and was deployed to 16 atms with satisfactory results. Following implantation of this second stent, a dissection was also noted extending into the diagonal branch. There was a filling defect noted approx 7mm long and an 80% occlusion, but timi flow down the vessel was timi iii. A 3.0 x 13mm cypher select plus stent was positioned to cover the dissection in a t-stenting formation to the stents in the lad. The stent was deployed to 14 atms with satisfactory results. Cardiac enzymes, drawn between 6 and 24 hrs post procedure , revealed elevated ck-mb and troponin levels (less than 2 times the upper limits of normal). No add'l treatment was required. The event resolved without sequelae and the patient was discharged from the hospital the following day with orders for daily administration of aspirin, plavix (12 months duration), statins, oral anti-diabetics, ace inhibitors, and beta-blockers. This is one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2007-02097 and 9616099-2007-02098. Cypher select plus is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product.